Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted the patient experienced "glare from rings." The lens was exchanged with a toric lens three months after initial implantation. In a follow up, information was provided that explained the patient did not like the splitting of light that the iol caused due to the rings, so the lens was changed to a different model.

Manufacturer narrative:
The lens was returned posterior side up in the replacement lens case. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. The optic has a large deep scrape mark that leads to a split/crack near the center of the lens. This damage is typical of insertion and/or removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The viscoelastic indicated in not qualified for the lens/cartridge combination indicated. He product investigation could not identify a root cause for the reported complaint. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: 2020-11846.